Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) replacement surgery because the device no longer had fluid in the system. No patient complications were reported.